Manufacturer narrative:
Patient identifier of multiple are (B)(6). This report is being filed on an international product, list 08d06-28, that has a similar us product distributed in the us, list 08d06-31 and 08d06-41. No customer returns were received for evaluation. A retained reagent kit of lot number 60673li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No (B)(6) results were obtained. As part of this investigation a review of the complaint records for the affected lot number and did not identify any problems relating to the customer observation. Tracking and trending report review determined that there are no related adverse and non-statistical trends identified for the complaint issue. No non-conformances and deviations associated with the affected reagent lot have been identified. A review of labeling concluded that the issue is sufficiently addressed. Taken together, no systemic issue or product deficiency was identified.

Event description:
The account stated 2 samples ((B)(6)) from the same patient generated architect syphilis tp (B)(6) results ((B)(6)) but the patient was (B)(6) in 2004, 2005 and 2008 using another method. Additional testing showed (B)(6) results and architect syphilis tp (B)(6) with a new sample. No impact to patient management was reported.